Event description:
A customer reported experiencing a past high blood glucose (bg) event, but the specific value of the high bg level was unknown, only indicated as "high." Cause was not known. Correction bolus via the pump was administered by the customer to address the high bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.